Event description:
It was reported that the patient had one episode of high impedance with manipulation. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The inner insulation breached with metal ion oxidation. It was also noted that the proximal conductor had blood/body fluid (not obstructed), and all insulators had cosmetic metal ion oxidation. The outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism.